Manufacturer narrative:
The customer's stated problem was verified. System fault 102 displayed the pwa is faulty causing this error.

Event description:
It was reported that during use of a cadd-ms® 3 ambulatory infusion pump it displays error message: system fault, call for service.